Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 ¿ unable to investigate further. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the lot number? H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former was received for analysis. Product code sxpp2b405. During the inspection of the packaging, it was found that the sutures or needles were not returned for evaluation. Although, no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a two total hip arthroplasty procedure on an unknown date and barbed suture was used. The barbed suture needles popped off while closing the fascia. Case was completed with a like device. No adverse patient consequences were reported. Additional information was requested